Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to interrogation issues and no tones provided when expected. The device was in the sterile box, and the interrogation was not able to be completed. A magnet was placed over the device, and no tones were noted, therefore, technical services (ts) requested the product return for further analysis. No adverse patient effects were reported, since there was no patient involved. This crt-d was returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was removed from sterile packaging and visually inspected with no anomalies noted. Functional evaluation confirmed the device was operating in safety therapy, consistent with field reports. Testing indicated abnormal electrical behavior, with the device drawing significantly higher current than expected. Shortly after performing a pace switch test, the device emitted an audible alert and recorded memory faults, again reverting to safety therapy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to interrogation issues and no tones provided when expected. The device was in the sterile box, and the interrogation was not able to be completed. A magnet was placed over the device, and no tones were noted, therefore, technical services (ts) requested the product return for further analysis. No adverse patient effects were reported, since there was no patient involved. This crt-d was returned to boston scientific.